Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an error message due to safety mode. The device has been explanted. No information on device return. No additional adverse patient effects were reported.